Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) battery contacts were compressed. It was also indicated that the upper and lower case were broken, the battery release was contaminated, and the keyboard was scratched. It was also indicated that the side bail covers, ring cover, side bails and, and ring were missing. It was also indicated that the battery drawer and serial number label were damaged. The epg was to be scrapped.

Event description:
The external pulse generator (epg) was returned asa trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.